Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/05/2011 with the following findings: the pump was returned to animas for evaluation. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised with no evidence of overheating. No defects were found to the power flex, battery connections, and internal components.

Event description:
The reporter reported the insulin pump battery was warm to the touch and drained of power. There was no adverse event associated with this issue.